Event description:
It was reported that the patient experienced palpitations. Upon interrogation, it was noted that the device detected episodes of pacemaker mediated tachycardia and successfully cancelled them, but the palpitations persisted. The device was reprogrammed.